Event description:
A complaint was received from a customer that reported some of the digits are only partially appearing. While on the phone review of the system was conducted. It was learned that most of the segments in "tens digit" are missing. A request is made to return system for evaluation. In the meantime a replacement unit has been provided.